Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tab on the keel punch broke off.

Manufacturer narrative:
Examination of the returned device confirmed the tab is broken. The root cause is attributed to design. (B)(4) and (B)(4) were initiated as a result of (B)(4) to address tab fracture. No further corrective action required. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.